Event description:
The customer reported that the system failed to power up. This will prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cms f2 fuse was found to be at fault. The power control pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.